Manufacturer narrative:
The device has not been returned to physio-control for an evaluation. Physio-control has made multiple attempts to contact the third party service agent in order to obtain additional information about the status of the device; however, no response has been received. The cause of the reported event could not be determined.

Event description:
The customer, a third party service provider, contacted physio-control to report that their device display started blinking on and off. In this state defibrillation therapy may not be available to the patient if needed. The customer advised physio that the device automatically restarts on dc power, will not power off when prompted and the battery will not charge. There was no patient involved in the reported event.

Manufacturer narrative:
(B)(4). A third party service agent evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer, a third party service provider, contacted physio-control to report that their device display started blinking on and off. In this state defibrillation therapy may not be available to the patient if needed. The customer advised physio that the device automatically restarts on dc power, will not power off when prompted and the battery will not charge. There was no patient involved in the reported event.